Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an opticross hd unit, with batch 28555358 printed on it and with original pouch batch 28555358. The unit returned has telescope and sheath kinked, as part of overall visual revision. The device was visually, and microscopically examined. Kinks were observed in the sheath and telescope assembly. Functional testing was performed and revealed that the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopical inspection revealed that the guidewire exit port was found to be damaged (deformed/lifted). The imaging window was observed detached near the lapjoint section. During microscopic inspection, noted pitting and degradation of the transducer housing consistent with saline damage. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Reportable based on device analysis completed on 07 apr 2022. It was reported that the catheter could not move in the guide catheter. A opticross hd was selected for treatment, but difficulties moving the catheter in the guide catheter occurred. It was noted that the opticross could not be pushed forward or backward. The device was exchanged for another of the same device, and it worked okay. The procedure was completed. No patient complications resulted in relation to this event. However, device returned and analysis revealed that the imaging window was observed detached near the lapjoint section.